Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which allowed the pump to begin charging using the original charging supplies. No further assistance was required.